Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a nurse was ¿unable to pull blood¿ using a one-link connector. This occurred during infusion. Flow was observed when the device was swapped for a different luer. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 10 of 20.